Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). This report is for (range - adhesive bandages ap unspecified 0000rgebabapa). Upc#, lot# and UDI # is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported that after applying band aid advanced healing hydro seal jumbo to her son, the consumer's son had to visit the doctor. The health care professional diagnosed him with a staphylococcal infection on his knee and prescribed 2 lots of antibiotics oral and ointment.